Manufacturer narrative:
Device evaluated by MFR.: promus element mr ous 3.00 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent revealed proximal stent damage. Proximal struts 1 and 2 were lifted and pulled distally. The remainder of the stent was undamaged. The crimped stent od(outer diameter) of the undamaged section was measured and was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00x24mm p romus element stent was advanced to treat the lesion. However, during procedure, the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00x24mm promus element stent was advanced to treat the lesion. However, during procedure, the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.